Manufacturer narrative:
G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that delivery was made to the phenom 27 and deployment began. When trying to resheath to move the position, the ped could not move even when the delivery wire was pulled, making it impossible to resheath. The physician determined that it was "dangerous", so phenom 27 was collected. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom27 microcatheter lot unknown.

Manufacturer narrative:
B5 updated h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was undergoing surgery for treatment of a side wall, bouthillier et al. Classifications c3 aneurysm with a max diameter of 7 mm and a 5.5 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was clarified that the ped not moving even when the delivery wire was pulled, could mean the stent portion of the pipeline had come off the bumper, or that the pipeline was not disconnected but was stuck, however, it was unknown. It could not be resheathed when the tip was deployed to approximately 3 mm. The delivery wire was being pulled in. It is unknown how the patient recovering from the procedure or if the patient experienced any symptoms related to the event. The model # of the phenom 27 microcatheter was unknown. No causes or contributing factors for the event were identified. It was reported that there was no resistance by the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed.